Event description:
Pt was revised to address poly wear.

Manufacturer narrative:
Although, the exact date of the primary surgery is unk, it was reported to have occurred approx 12 years ago. Eval was not possible, as the products were not returned. Product info required to review the device history records and search the complaint database was not provided. The investigation could not draw any conclusions about the reported polyethylene wear without the devices to examine. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or additional info be received, the investigation will be re-opened.